Event description:
It was reported that the right ventricular (rv) lead was dislodged. The dislodgement was confirmed via x-ray. As a result, the physician successfully repositioned the lead. No additional patient adverse effects were reported.